Event description:
The problem occurred on the siderail of the crib. The vertical bar on the extreme right side of the siderail became dislodged from the top horizontal rail. With the vertical bar in this position, a child pt was able to remove the small plastic grommet and reportably placed it into its mouth and became temporarily choked. No injury resulted from this incident but where remains a threat of a serious incident with the crib(s) in their present state. All cribs of like design and mfg have been removed from service pending further communication with the crib MFR.